Event description:
It was reported that the pump alarmed with for ¿check for empty tubing or reservoir¿ message and ¿remove and reattach cassette¿ the pump continued alarming and issue could not be resolved. The medication being infused was ropivicaine with programmed rate at 0¿ml per hour, the remaining volume was 431.9 ml, and volume given was 0 ml. The event occurred during while in use with the patient and there was no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.